Event description:
A malfunction alarm identified as alarm 20 was reported during the loading process of a pump. There was no adverse impact to the customer¿s blood glucose level. Despite efforts to load a new cartridge, the customer was unable to resume insulin therapy due to the recurring alarm, and was advised to switch to an alternate form of therapy, mdi. Technical support confirmed shipping details and arranged for a pump replacement, instructing the customer on how to return the faulty pump.